Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to get enough pain relief. The patient underwent an explant procedure where the battery was removed and will not be return.